Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer received an error alarm on the insulin pump. Blood glucose level was 450 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the occlusion test due to a faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion test, and displacement test. The functional testing could not be completed due to the alarm. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.